Event description:
The doctor reported that implant was removed due to osseointegration failure approximately 4 months since the date of surgery. Bone type observed in the area was type 3, and oral hygiene around the site of surgery was good. During the surgery, local infection, bone resorption, and peri-implantitis were observed. Patient has since recovered.